Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument moved with a delayed response. The procedure was completed with no reported injury. Intuitive surgical, inc, (isi) made several follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the customer's claim against the product noting a delayed response, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub, which can cause a loss of intuitive motion. Because this specific version of the instrument does not contain a cable crimp, no pieces were missing. A common cause of broken distal pitch cables is component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a delayed response was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs for the fenestrated bipolar forceps (part# 471205-17 / serial# (B)(4)) associated with this event was performed. Per this review of the logs, the instrument was last used on 29-aug-2022 via system (B)(4) for a bilateral inguinal hernia procedure. There were 11 uses remaining after this last usage. This last usage of the device was before the reported event date on this record. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The fenestrated bipolar forceps instrument underwent a design change to allow for crimp retention, which included modifications to the distal and proximal clevis components of the instrument wrist assembly. This design change ensures that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that the design change helped to reduce the severity of pitch cable failure. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with a delayed response. Failure analysis found the instrument to have a broken distal pitch cable at the distal clevis hub, which can cause a loss of intuitive motion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.